Manufacturer narrative:
Although it is unknown which of the two devices led to the event, we are filing this report for notification purposes. Following devices were involved: part# , lot# , qty , upn: 2150135, 0446204w , 1 , (B)(4); 2150125, 0403865w , 1 , (B)(4); 2150130 , 0537413w, 2 , (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that post-op, two screws implanted at s1 broke. No patient complications were reported as a result of the event. No revision was planned.